Event description:
The metal portion of the valve leaked and failed during the first procedure using this cuff. They noticed it was shutting down and got another cuff on the pt immediately and there were no pt complications.